Manufacturer narrative:
(B)(4). After battery installation, the lcd screen was blank. Upon further review, the electronic board particularly in the area where the battery connector plugs into the board shows signs of corrosion. Unable to perform displacement, sleep current measurement, active current measurement, and self tests or verify low battery alarm due to the blank display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had low battery less than 1 week per day. The anomaly persist with replacement battery cap. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.